Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When receiving similar events for maxi move we have found a low number of other similar cases where spreader bar is reported to have came off - with the allegation of description linking the event to a problem related with the pins located on the hanger. We haven't been able to establish that there is a complaint trend concerning such reportable events. (B)(4). The device was inspected by an arjohuntleigh rep at the customer site and found to be out of the spec. The device was being used for pt handling and in that way contributed to the event. From the info received no injury occurred to the pt or caregiver as a result of this incident. From above we can conclude that there was a user error situation since the checks before lifting the pt were not performed and it is likely that lifting arm was damaged before use and used with the pt while it was in poor condition: the involved device was not to the spec when the event occurred, this is confirmed also by provided photos and info that the customer was not performing any maintenance. In addition and likely to more dominant factor in the spreader bar coming off during use however, is the caregiver not placing it on the lift correctly and not locking it in place correctly. In conclusion the received info and our eval as described above are showing that if maxi move's warnings and preventive maintenance were followed in accordance to instruction for use, there would be no pt or caregiver at risk. (B)(4).

Event description:
Initially it was reported by the customer via the arjohuntleigh rep that "when getting up the speadar bar failed." On (B)(6) 2014, add'l info was provided regarding this incident. It showed that when the event occurred, the pt had started to be lifted up, for unk reason spreader bar fell down and one of two pins was broken. Pt was caught by caregiver - fell in her arms. No injury occurred as a result of this incident. Device examination included in incident description from showed that the spreader bar was broken and multiple hits were noticed on the device. Provided photos confirmed damages - broken top cover at the front, also broken off and slightly bent positioning pin. On (B)(6) 2014 add'l info was obtained from company rep: maintenance is never performed one the designated device only curative service; it was impossible to recreate incident; the lock system of the spread bar doesn't "work" properly (twisted).